Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove was able to be confirmed. The reported difficulty to position was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The guide wire referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure of the right coronary artery the xience alpine stent delivery system met resistance during advancing and removal over the guide wire and the two devices became stuck and could not be removed separately. The devices were removed as a system from the anatomy. The vessel was re-wired and a different 3.5 x 15 mm xience alpine sds was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.